Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, and inhouse testing of a retained kit with the complaint lot number. Trending review determined no trends for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot. Inhouse testing determined that the accuracy performance is not negatively impacted. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on our investigation, we have determined that there is no systemic issue and/or product deficiency with architect ca 19-9xr reagent lot 68327fp00. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect ca 19-9xr result on a patient. Results provided: architect = >1200 u/ml / auto-dilute = 400 u/ml; manual dilution x5 = 500 u/ml. Previous value = 400 u/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.